Event description:
New information received notes that the patient experienced a sudden and continued increase in rv lead impedance. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Event description:
New information received notes that the lead will continue to be monitored. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high pacing impedance was observed on the rv lead. The patient was stable.